Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial was returned with connector portion measuring 21.3 cm. Full breach degradations were noted at 4.5-4.6 cm, 4.8-5.0 cm, 5.4-5.6 cm, 8.5-8.6 cm, 8.9-9.0 cm, and 9.2-9.3 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.